Event description:
Eight aptus endoanchors were used to treat a proximal type ia endoleak. The physician wanted to anchor the graft around the snorkel and seal. The anchors were implanted around left renal snorkel however, the type ia endoleak still persisted. A 32mm endurant ii cuff was implanted approximately 1cm proximal just below the upper right renal artery and three additional anchors were implanted around left renal snorkel. On the final angiogram the type ia still persisted. In addition, it was reported that the patient received medication and transfused with 6 units of blood. The investigator assessed the event as not related to the device but the index procedure. The physician is planning additional treatment. Per the physician's statement the cause of the type ia endoleak is due to stent graft gutter. The film analysis done at the case observed that the initial implant was originally undersized. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).